Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿

Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2007, due to wound dehiscence and infection of the surgical wound. No components were removed. No further information has been provided to date.